Event description:
The pt performed a blood glucose test using the suspect device and obtained a result of 136 mg/dl. About ten minutes later pt felt light headed and passed out. Friend called 911. Emergency medical technician arrived and tested pt's glucose on thier equipment and the result was 76 mg/dl. Pt was treated with an IV. Pt was transported to the hospital and admitted. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.